Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room with syncope. The right atrial (ra) lead was found to have undersensing noted on stored and current electrocardiogram. The ra lead remains in use. No further patient complications have been reported as a result of this event.